Event description:
External pacing cassette intermittently stopped pacing. Pt bradycardic at rate of 10 bpm. CPR had to be initiated due to pacer failure. Back up cassette from ICU obtained and used with success in same defibrillator/monitor.